Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log confirmed there were no missed settings or other errors related to delivery failures. Functional testing was not able to duplicate the reported issue. The pump accuracy was within specification. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation was not able to determine the cause of the reported issue. The pump was returned unrepaired to the customer at customer's request.

Event description:
It was reported that the capacity flows more than the set value. Per reporter, this event occurred before patient use, during me inspection. There was no patient involvement and no patient harmed reported.